Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated digoxin result of 4.58ng/ml above the therapeutic range for one patient generated by the access® 2 immunoassay system. Subsequent testing produced results of 1.56, 1.55 and 1.56ng/ml within the therapeutic range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected to this event.

Manufacturer narrative:
The digoxin samples are collected in greiner serum tubes without a gel separator and centrifuged for fifteen minutes at 3300rpm. Per customer, the sample was normal in appearance with no signs of lipemia, clots or fibrin. Qc was within the customer's established ranges prior to and after the event. A system check performed on (B)(6) 2010 passed within instrument specifications. A field service engineer (fse) went on-site (B)(6) 2010. Fse performed preventive maintenance (pm) on the instrument. Fse also performed cleaning, some repairs, alignments and adjustments. Level sense test, system check, qc and precision test was then performed. All testing passed within instrument specifications.